Event description:
Same case as mfg. # 2134265-2009-04587. It was reported that during a stent graft treatment procedure, two balloon ruptures occurred. The target site was located in the mildly tortuous and mildly calcified femoral artery. The first equalizer occlusion balloon 33x7mm, was inflated with a liquid volume of 17ml. The balloon ruptured "passing through the sheath." A second equalizer occlusion balloon 40x7mm was inflated with a liquid volume of 31ml. The balloon ruptured. It was reported that the procedure was completed successfully with the 33x7mm balloon. No pt injuries or complications were reported. The pt status is reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to the user related. The dfu states: 16fr size sheath is required. In this event, a 14fr size sheath was used. (B)(4).